Manufacturer narrative:
On 11/9/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device. White and red material were observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the posterior view measuring approximately 0.1 cm. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. Additional area of missing material was observed on the anterior view measuring 1.4 by 0.6 cm. Microscopic examination of the missing material edges gave no indications as to its cause. No other anomalies were found. The complaint of deflation was confirmed since a rent and an area of missing material were found on the reported device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Nonetheless, a microscopic examination of the missing material edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white and red material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and missing material occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) for the lot number 7343458 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with (right) mentor smooth round moderate plus profile 350cc and (left) mentor smooth round moderate plus profile 325cc saline breast prostheses. Bilateral deflation was reported. As a result, the patient underwent removal on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 10/30/2018, mentor became aware that the patient underwent bilateral removal and replacement with (right) mentor memorygel breast implant 605cc gel catalog: smpx605 lot: 7575447 sn: (B)(4) and (left) mentor memorygel breast implant 605cc gel catalog: smpx605 lot: 7575447 sn: (B)(4). Manufacturer¿s reference number: (B)(4).